Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: the review of the black box data showed several power reboots. The pump powered on with auditory and vibratory features to a blank display; therefore investigators were unable to adequately investigate the original ¿no power¿ complaint. The pump was disassembled and the display was noted to be cracked. A test display was used and the pump was functional with the test display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.